Event description:
Event description cpi received information that this patient had a history of >9000 non-sustained episodes. At changeout of device battery, the transvenous defibrillation lead was exhibiting impedance > 2500 ohms. The lead and the device were explanted and replaced with a new cpi system.